Event description:
It was reported that the user experienced hyperglycemia of unclear cause while using the ilet system, and troubleshooting and education were completed. Symptoms included elevated blood glucose. Outcomes included high glucose without hospitalization. Investigation included review of device use and user education. Investigation of this case revealed no confirmed device malfunction or component failure, and the device operated as designed based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.